Event description:
It was reported that since (B)(6) 2011, the clinic identified an increase in pacing impedance. Prior to explant, high impedance was found. Insulation damage was observed about 10cm from the proximal coil, during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received anaysis was normal. No anomaly found. The damage noted at 40cm from the lead tip is consistent with sustained during the explant procedure.